Event description:
Customer called lfs on 9/7/2002 alleging that their meter was reading inaccurately high. Pt reported having no symptoms prior to testing. Pt obtained a fasting blood glucose result of "268 mg/dl" at 7 am, which was higher than normal. Based on the blood glucose reading, pt administered the appropriate amount of insulin. At 7:45 am pt reported experiencing seizures and passed out. Spouse called the emergency medical tech after spouse injected a glucagon shot. The emergency medical tech obtained a "28 mg/dl" blood glucose reading on their meter and administered an "IV glucagon" upon arrival. Spouse treated pt with juice. The customer declined being taken to the ER. Pt had a blood glucose level of "170 mg/dl" before the emergency medical tech left. The ccr walked the customer through a successful control solution test (result: 123 mg/dl range: 101-136). Based on the customer's reaction to the insulin administered, the meter may have been reading inaccurately high. The emergency medical tech meter result was "28 mg/dl", which may also suggest that pt had taken too much insulin based on the meter reading. The customer mailed a letter on september 9, 2002, in addition to calling lfs on september 7, 2002. Pt explained the incident in detail and indicated that pt had to "force" or jiggle the test strip into the meter before the display would register. The ccr replaced customer's meter, test strips, and control solution.